Event description:
It was reported that patient presented to surgeon chronically dislocating. Patient was done at another unknown facility and records are unobtainable. Notable lack of abductor strength. Significant joint laxity.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown 26mm liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.